Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter e-mail: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from an unspecified location. This was discovered prior to connecting the diffuser to the patient¿s central implanted port (cip). There was no patient involvement. No additional information is available.